Event description:
Patient was seen in clinic due to not believing that their vns was functioning properly and presented with high lead impedance. X-rays were ordered and medication was added to help with the patient's seizures as a precautionary measure. The patient is also being referred to neurosurgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
G3: date received by manufacturer (mo/day/yr), corrected data: supplemental #01 report inadvertently listed the incorrect date, it should've been listed as 07/22/2022. H2: if follow-up, what type, corrected data: supplemental #01 report inadvertently selected 'additional information' instead of 'correction'.

Event description:
Additional information was received that patient had x-rays done and no abnormalities or fractures were noted. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5: describe event or problem, corrected data: supplemental #02 report inadvertently left out relevant information. D6b: if explanted, give date (mo/day/yr), corrected data: supplemental #02 report inadvertently left blank. F10: adverse event problem, corrected data: supplemental #02 report inadvertently did not include code. H6: adverse event problem codes, corrected data: supplemental #02 report inadvertently did not include code.

Event description:
Additional information received noting that the patient underwent a full revision. The explanted products have not been received by product analysis to date.